Event description:
The following has been reported: customer reported: "upon classroom setup, fk nurse, noted tubing's where the secondary port fell off. So, it was not bonded properly. There are 3 instances of the same complaint. Patient harm: no the sets are used to set up training classrooms. The customer is using bbraun secondary sets, standard luer lock connections. Some k-zero caps have come off when disconnecting secondary tubing. They simple unscrew from the cassette and fluid begins to flow out of the opening. Some sets have allowed the kzero to simply unscrew from the cassette and seem to not be glued or bonded to the cassette. A preliminary review identified the following issue: administration set breaks (any part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.